Event description:
An individual splashed cidex plus solution in their right eye. The individual was not wearing recommended eye protection at the time of the incident. The individual was treated by an optometrist with an artificial tear product, antibiotic eye ointment and an eye dilator medication, cyclopegic. Follow-up report with optometrist indicates patient has recovered.